Event description:
It was reported that the patient presented for normal follow-up. Upon interrogation of the device, ventricular fibrillation episodes were noted on stored egms. One episode showed one ineffective shock at maximum energy output. It was also noted that the battery was at eri. Device was explanted and replaced. Patient condition is good.